Event description:
The customer stated that his meter read over 200 mg/dl, while a prestige meter read 100 mg/dl. He stated that the elite was reading 120 mg/dl higher than the prestige. The difference between a reading of 220 mg/dl and a reading of 100 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customerdid not allege any adverse events based on the readings. The strips are to be returned for evaluation, and replacement strips will be sent.